Event description:
Agent says that once in surgery, although outer packaging looked good, and outer wrap peeled off okay, once the scrub nurse dropped the packaging on the back table, they noticed that the inner packaging was damaged. Sterility was questioned, but those present decided to use the implant anyway.